Manufacturer narrative:
Other relevant device(s) are: endurant stent graft, catalog #: unknown, serial # unknown, use by date: unknown and upn: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that during follow up approximately 7 years 2 months later, aneurysm sac enlargement was noted but no endoleak was visible. Approximately 7 months later a type ib endoleak was detected. It was stated that during a control angio the patient status became critical and the stent grafts were explanted via open surgery. The event was resolved. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received: the date of the initial implant was confirmed. It was reported that when the patient presented with abdominal pain a CT revealed a ruptured aneurysm (128mm) with a hematoma surrounding the aneurysm sac. A type iii fabric endoleak was also noted proximally in the stent graft. A laparotomy was performed and 2 holes were visible in the fabric of the graft and not a previously reported distal type ib endoleak. The procedure was converted to open. A crown of the stent graft was cut and left insitu and the remaining stent graft explanted.: updated product analysis #(B)(4) :dec 11, 2018 internal film review: review of limited angiograms at implant ((B)(6) 2011) revealed that an endurant aui stent graft system was placed up the right side. The aui main body was implanted just below the renal arteries, and the aui was extended with a limb extension into the mid-length of the right common iliac artery overlapping the aui ~30mm. The left common iliac artery had been occluded with a device. Angiogram showed a potential endoleak near the bottom of the sac, possibly from a type ib or type IV. An additional endurant limb was then seen having extended the right iliac limb ~30mm, and landing into the distal portion of the right common iliac. No clear endoleak was seen at the conclusion of the implant. Post-implant, the aui proximal flow lumen diameter measured ~23mm, the distal limb od was ~15mm. The aui was essentially straight in the lt-rt axis, no appreciable limb angulation was seen, with no obvious stent graft kinks/compression, and the devices were patent. Review of CT¿s from 3 months post-implant ((B)(6) 2011) revealed that the aaa maximum diameter measured 90mm. The aui was positioned just below the renal arteries within the extensively calcified and angulated proximal neck. The aui proximal od measured ~28mm, 10mm lower near the bottom of the neck was 29mm, and 15mm below the neck the od measured 30mm. The infrarenal neck and aui main body were angulated at the mid-sac ~75deg a-p x 45deg lt-rt; relative to the right limb. The distal aorta measured ~25mm diam x 15mm length and was circumferentially calcified, and both common iliacs were extensively calcified. The right limb was not appreciably angulated within the rcia; the limb distal od measured ~17mm. The occluded left common iliac was severely tortuous. The stent graft was patent, and no thrombus was observed distal to the right limb. An occluder device within the left common iliac and a fem-fem bypass were present. No clear endoleak was seen within the aaa. Film evaluation summary: the exact cause and source of the aneurysm enlargement leading to the aaa rupture could not be determined from the films provided. A review of limited angiograms during implant revealed that an endurant aui stent graft system was placed up the right side and implanted just below the renal arteries, and was extended distally with a limb extension into the mid-length of the right common iliac artery. Angiogram showed a potential endoleak near the bottom of the sac, possibly from a type ib or type IV. An additional endurant limb was then seen having extended the right iliac limb ~30mm, and landing into the distal portion of the right common iliac. No clear endoleak was observed at the conclusion of the implant. CT¿s returned from 3 months post-implant revealed that the aaa maximum diameter measured 90mm, with no clear endoleak seen within the aaa. The aui was positioned just below the renal arteries within the extensively calcified and angulated proximal neck, and there was 10 ¿ 15 mm of proximal seal length. The infrarenal neck and aui main body were severely angulated at the mid-sac ~75deg a-p x 45deg lt-rt; relative to the right limb. The distal aorta measured ~25mm diam x 15mm length and was circumferentially calcified, and both common iliacs were extensively calcified. Films during treatment for a likely type ii endoleak were also returned. Coiling was seen performed distal to the iliac limbs during films returned after 11 months post-implant. Angiograms during an intervention from 22 months post-implant also showed needle injection into the distal aaa sac, where an unknown fluid/material (reported as onyx) was seen injected into the sac. CT¿s returned from 14 <(><<)>(><(>&<)><(><<)>)> 92 months post-implant revealed that the aaa maximum diameter had increased from 96 to 123mm, and the aaa had likely ruptured. The calcified proximal neck also appeared to have a marginal seal during this interval. The neck diameter increased from ~28 ¿ 31mm, and the neck length decreased to 0 ¿ 5mm of remaining proximal seal length along the anterior neck, and a negligible posterior neck seal. The infrarenal neck and aui main body angulation also increased to ~90deg a-p x 50deg lt-rt. However, the aui maintained positioned several mm¿s below the renal arteries, and no clear endoleak was observed in the returned CT¿s. Angiograms returned just prior to the reported explant showed a possible endoleak near the proximal portion of the aui, possibly from a proximal type ia, type 3 fabric, or type ii. No other stent graft issues were observed. With the exception of these returned angiograms just prior to explant, no clear endoleak was observed during the follow-up¿s that could explain the aaa enlargement. During explant of the devices it was reported that two (2) fabric holes at the proximal end of the aui were observed. It is therefore possible that the aaa expansion was due to a type iii fabric tear, which may have been the same endoleak source seen on the angiograms just prior to explant. The cause of the fabric holes could not be determined. The precise location is unknown and the device is not available for return and analysis. It is possible that implanting with the calcified and severely angulated proximal neck may have contributed to the reported fabric tears. It is also possible that the marginal proximal seal, likely due to disease progression and neck angulation, may have led to a small proximal type I endoleak that was not apparent on the returned films. If information is provided in the future, a supplemental report will be issued.